Event description:
During routine testing of the device, the service rep reported the central control monitor of the heart lung console would not boot up. The rep replaced the disk on chip converter; however, the phenomenon continued. The monitor was returned for investigation. Since the event occurred during routine testing, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress but not concluded.